Event description:
Baxter sales representative called on the customer's behalf to report a no flow issue. Customer has to clamp the primary set to get the secondary set to flow. It is unknown when the reported condition occurred. No other information was available.

Manufacturer narrative:
Sample is not available for evaluation, therefore the reported condition of no flow could not be confirmed and an assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. The product code and lot number are not known, therefore the 510k cannot be provided. (B)(4).